Event description:
Second box has the same defect [device physical property issue] . Case narrative: consumer reported via e-mail that the tampons have a defect. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Second box has the same defect, defect is string detached from tampon [device breakage] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampons have a defect; the string detached from tampon. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Second box has the same defect [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons have a defect. No injury reported.